Event description:
A collamer lens model cc4204bf was damaged prior to insertion. The lens was not implanted and there was no pt injury. The facility stated it is unk as to what caused the lens damage. The model and lot #s of the cartridge and injector are unk.

Manufacturer narrative:
Eval results: visual inspection of the lens showed evidence of surgical residue and one haptic was torn.